Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a pneumothorax requiring a chest tube on an unspecified date. It was unknown if a chest tube was required. There were no malfunctions of the ion system or any of the instruments in use during the procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review was not performed because no specific event date was provided.